Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted during evaluation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectopexy procedure, the device was difficult to load and the staples did not deploy. On the first instrument, it was not possible to get the titanium screws through the instrument. On the second instrument, when the surgeon should attach the net to the promontory, the titanium screws would not attach. There was no patient injury.